Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the cubex application gave an error indicating that the key was not returned to the system. The technical support specialist instructed the customer on how to perform a cycle count; however, did not have the necessary permissions to complete the task. The technical support specialist advised customer to contact an administrator at the facility for assistance. The customer acknowledged the guidance, and the case was closed. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported when using the bd pyxis¿ medbank during trying to issue medication the cubex application was generating an error that the key was not back in system. The customer indicated that the user experienced a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank during trying to issue medication the cubex application was generating an error that the key was not back in system. The customer indicated that the user experienced a delay in dispensing medication. There were no adverse events or injuries reported based on this event.